Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "this is a report about the loose cap of tube. According to the customer's report, the cap was loose and easily became detached for a tube ."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, 29 retention samples from bd inventory were evaluated by functional testing and the issue relating to 'loose cap' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of 'loose cap' through corrective and preventive actions (CAPA 1875009 ). H3 other text : see h10

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "this is a report about the loose cap of tube. According to the customer's report, the cap was loose and easily became detached for a tube ."